Manufacturer narrative:
Device was returned and evaluated. The evaluation results are as follows: the root cause of the complaint could not be determined asd the complaint could not be confirmed.

Event description:
Patient stated that v-go came off overnight and had to replace with another one when she woke up this morning. The patient used alcohol and allowed it to dry prior to applying v-go.